Event description:
It was reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the charging supplies and was informed by technical support not to use non-tandem charging cables. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.